Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken. The returned speedband superview super 7 (handle and ligator housing) was analyzed, and a visual evaluation noted that the returned ligator housing had two bands attached and some of them were moved. The suture thread was fully unfolded from the ligator housing, and it still had two bands attached. The suture thread was in good condition. The teeth and the suture hole of the ligator housing were in good condition. The handle slot had marks of insertion of the trip wire. The device was observed under magnification, and the pulling slack of the trip wire was broken, and it was not returned. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of a trip wire broken was confirmed. Upon analysis, it was found that the pulling slack of the trip wire was broken, and it was not returned. In addition, the suture thread was fully unfolded from the ligator housing, and it still had two bands attached. This suggests that the device could not deploy. It is possible that an excess of force used when pulling the trip wire has ended up taking off the slack, and this situation affected the operation of the device, perhaps the manipulation or the technique used, could have contributed to the reported event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicosity ligation procedure performed on (B)(6) 2023. During the procedure, during deployment of the bands, the trip wire was fractured. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of trip wire broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicosity ligation procedure performed on (B)(6) 2023. During the procedure, during deployment of the bands, the trip wire was fractured. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.